Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned and analysis was performed. Analysis performed several tests on the lead in order to determine whether the lead was able to function appropriately. The lead passed all tests. Analysis was not able to confirm the reported observations.

Event description:
Boston scientific received information that this lead was unsuccessfully implanted due to an unknown product performance issue. Attempts to obtain additional information were unsuccessful. This lead was never in service. No adverse patient effects were reported.